Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
(Reference reg number: 1627487-2019-10033). It was reported during a revision surgery that the leads were eroding through the skin. Refer to (manufacturer report number: 3006705815-2019-03402) for addition details. In turn, surgical intervention was undertaken on (B)(6) 2019, wherein the entire scs system was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.